Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4,h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Unable to identify a root cause. Based on investigation, the following was confirmed. Sdi1 is defective the phenomenon was attributed to faulty sdi1, the cause of which cannot be identified. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
During a call with tac (technical assistance center) support engineer , customer explained that they have this monitor and a boston scientific spy glass unit. Tac first checked the cables and customer had sdi (serial digital interface) 2 in and dvi-d (digital visual interface ) 2 in and dvi-d 2 out on the monitor. The other ends of the cables from the cv-190 were in the correct positions as well. Tac then instructed customer to change the inputs to dvi-d and 2 and no signal displayed on either of the dvi inputs. After that tac had customer change the input on the monitor to sdi 1 and no signal displayed there either. Finally, tac had customer change the input on the monitor port a to sdi 2 and an image displayed on the monitor from the cv-190 unit. Customer was able to view the image on the oev261h monitor with no issues. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, customer stated and explained that their oev261h device monitor is showing no signal. The issue found during an unknown event. There is no patient involvement associated on this reported event. No user injury reported.